Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v knife wire disconnected during surgery when power was applied. There was no shedding. The issue occurred during the procedure and the therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of knife wire disconnected during surgery was not confirmed. Device evaluation found that the cutting wire was broken, scorched, and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions were not found in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined however it is likely that the following led to the malfunction: ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melted. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melted. Olympus will continue to monitor the field performance of this device.